Event description:
The customer contacted baxter's technical service center to report an issue of damaged minicap transfer set found during use. The nurse stated that while changing the catheter of the home patient (hp), they found that the blue clamp of the minicap was crumbling off. The nurse stated that there was a film on the blue clamp that disintegrated when scratched. The minicap was connected to the catheter 3 weeks ago however the hp had not yet started the dialysis. The nurse stated that the minicap was rinsed once a week with physioneal. The nurse also stated that sometimes solvent was applied on the minicap to remove the plaster. The nurse stated that there was no change in the solvent used. According to the nurse, a bacterial analysis had been performed twice with one week interval and no contamination was found , hence there was no anti-biotherapy performed. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample lot number is known, therefore a batch review will be performed. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The reported issue of damaged minicap was confirmed based on the evaluation of the received sample. During visual inspection a chipping/flaking of the light blue main body was found on the minicap. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). The cause for the reported issue of damaged was determined to be misuse of solvents or cleaning agents used to sanitize the device.